Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 190 mg/dl. Reportedly, the customer uses apidra insulin in their cartridge. Supply changes were performed to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support advised the customer against the use of apidra as apidra is contraindicated for use with the pump.